Manufacturer narrative:
The following fields have been updated with additional information: h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had issues where network usage spiked dramatically, affecting performance. The field service engineer was found the issues on all medstations were caused by a network port security issue. When the ethernet cable was connected, cpu utilization spiked to 85-100%, leading to application crashes and lag. The field service engineers did for the medstation the bio ID was disconnected due to high system interrupts utilization (90%). The hidden driver was deleted in task manager, and the station was rebooted to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was observed to be in disconnect mode. The customer confirmed that this issue resulted in application failures. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was observed to be in disconnect mode. The customer confirmed that this issue resulted in application failures. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.